Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight and a broken shell. A visual and microscopic analysis were performed which identified a sharp crease break on the radius, stress marks, missing shell (0-25%) and flat crease. Based on the device analysis, the final assessment is a sharp crease break on the radius side assessed as a fold flaw opening and missing shell assessed as inconclusive.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.